Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 14.7 mmol/dl (266 mg/dl) on their blood glucose meter. The consumer reports, she had a lab result of 5.7 mmol/dl ( 103 mg/dl) at the same time. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.